Manufacturer narrative:
Adverse event not related to product malfunction. Post op femur fracture is multifactorial, including but not limited to, trauma, surgical technique, patient compliance, and bone quality. Root cause cannot be determined.

Event description:
Surgeon had a fractured femur come to his attention post-op. He choose to then revis the patient. Removed femoral stem and head. Cup and liners were not removed.